Event description:
A customer contacted baxter (B)(4) regarding a packaging related issue with a minicap transfer set. It was noted that the overpouch was damaged when it was taken out of the carton. There was no patient involvement and no patient injury or medical intervention was indicated at the time of this report.

Manufacturer narrative:
(B)(4). This complaint for a packaging related issue with a minicap transfer set was confirmed during the sample evaluation; however, the root cause could not be determined. Visual evaluation found the overpouch seam partially open. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.